Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection, drainage, and rupture. These are a known potential adverse events addressed in the product labeling.

Event description:
A non-healthcare professional reported a patient experienced the events of ¿surgical procedure to change the devices due to liquid leakage on breasts¿, ¿infection¿, and ¿prosthesis is bursting¿. The device remains implanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to (B)(4) has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional additionally reported calcification and associated inflammatory process. This record is for the left side.